Event description:
A healthcare professional reported that the system with flap bed resistance intermittently in the left eye of a patient, during cataract surgery. There was no patient impact.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx site#: (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).